Event description:
The following was reported to hamilton medical ag: this c1 was delivered to the hospital in (B)(6). 2022. However, the hospital staff complained that the single ventilation volume was higher than the specified value and that the volume waveform did not return to the baseline but swung to the minus side, and asked the local staff to repair the c1. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 were updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: this c1 was delivered to the hospital in (B)(6) 2022. However, the hospital staff complained that the single ventilation volume was higher than the specified value and that the volume waveform did not return to the baseline but swung to the minus side, and asked the local staff to repair the c1. No patient involvement.